Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg pocket site as the skin around the ipg had started to erode. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised and closed properly. Therapy was restored.